Event description:
It was reported to covidien that a customer had an issue with a vistec sponge. The customer states that during a circumcision, the product frayed and the gauze was able to be brushed off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.